Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to low r-wave amplitudes and oversensed noise. Surgical intervention was performed and the device was repositioned. No additional adverse patient effects were reported. The device remains implanted and in service.